Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Customer have 3 complaints on file. Customer originally stated that had 3 true metrix meters in total. An MDR has been filed for all 3. There is a possibility that this letter is related with a past MDR filed without a serial number (ran (B)(4)) with a manufacturer report number of 1000113657-2018-00239, however not able to confirm. Note: date of the incident: (B)(6) 2017 date reported to thi by mail: 2/13/2018. Letter received from pharmacy regarding the customer's product. Contacted customer to obtain information regarding the complaint, customer did not answer the phone, left a message and a product notification letter sent for customer to contact manufacturer.

Event description:
Received a letter from pharmacy where it states that a customer's true metrix glucose meter was unreliable giving false reading leading to his daughters hospitalization on (B)(6) 2017.